Manufacturer narrative:
Product was received on (B)(4) 2013. The display is black. There is an interrupt between the heat seal connection and lcd controller. Due to this interrupt the display is black and the patient is not able operate the pump anymore. The black display cannot lead to misinterpretation of the insulin amount.

Event description:
On (B)(6) 2013, it was reported that the display on the patient's infusion device has a black spot in the center where pixels are missing. The patient also reported that the soft rubber of the up and down buttons is damaged. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.